Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission with episodes of non-sustained ventricular oversensing. Review of the episodes revealed possible loss of rv capture followed by conducted ventricular events. Patient was brought in to clinic for further assessment. It was confirmed that rv capture threshold had increased. It was also noted that the patient's capture threshold was high and the ra capture threshold also increased. Programming changes were made.